Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator early. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068-52 implantable pacing lead 1999 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary (B)(4) - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.